Event description:
The customer reported that the device blade became dislodged during a cystectomy and could no longer be used. Additional questions have been asked to the site contact in regard to the incident and device. There was no patient injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete, a follow-up report will be submitted.